Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The device was evaluated and it was confirmed the computer did not boot up. A medtronic representative went to the site to test the equipment. It was reported that the computer issue was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The computer turned on with the first try, but then froze. After system reboot, the computer would not turn on. No further information was provided.